Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of depuy tkr components for implant loosening. Left knee. Lot numbers not sourced. Implants discarded. Doi: (B)(6) 2009, dor (12th): (B)(6) 2021, dor (13th): (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. Please advise which component/s were loose? All tibial components. No bony ingrowth on the tibial sleeve. 2. Did the surgeon identify the cause of the loosening? No. 3. Per our records, this is the patient's 13th revision. Most of the patient's revisions so far have been due to suspected infection (including the last two revisions in 2021 which were 1st and 2nd stage revisions for confirmed infection). Is there a possibility that the loosening was related to infection? Was any testing performed to check? Possibly. Several tissue samples were collected and sent for testing, but none have returned positive results for infection. 4. Was the cement used depuy manufactured? If so, please provide product codes/lot numbers/quantity used. No. Heraeus palacos was used. 5. Was there any alleged deficiency to the other explanted devices? If yes, please provide details. No, femoral components were removed and replaced for access purposes only.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. Please clarify the loosening interface of the tibial component. Was it at the bone to cement or cement to implant interface? My understanding is that the bone to implant interface was loose in relation to the uncemented sleeve and stem.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.